Event description:
In 7/2005, while wearing the external equipment, the pt reportedly experienced an uncomfortable sensation and sound perception problems. The pt was seen at the implant center for device eval. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.